Event description:
It was reported, the implantable loop recorder transmission showed atrial fibrillation and asystole episodes with noise and undersensing. The episodes were reviewed by technical services and the asystole episodes appears to be false due to noise and undersensing of the r-wave. The monitor remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported the implantable loop recorder transmission showed atrial fibrillation and asystole episodes with noise and undersensing. The episodes were reviewed by technical services and the asystole episodes appears to be false due to noise and undersensing of the r-wave. It was later reported the patient presented to the emergency department with complaints of chest pain, shortness of breath and nausea. The patient was admitted to the hospital. Follow up with the physician's office disclosed the device recorded episodes as atrial tachycardia/atrial fibrillation; however, the physician interpreted the episodes as sinus tachycardia and supraventricular tachycardia episodes. Asystole episodes were also detected and were "likely due" to undersensing of the device. The implantable cardiac monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.